Event description:
The customer reported that the system displayed a precharge voltage error message which prevented the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. The system operates as intended.